Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to pocket erosion and infection. Reportedly, the patient lost a lot of weight. No adverse patient effects were reported. The crt-d was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the bsc aware date; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to pocket erosion and infection. Reportedly, the patient lost a lot of weight. No adverse patient effects were reported. The crt-d was explanted.